Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years eleven months post filter deployment, CT revealed ivc filter in the proximal ivc with spokes of the filter are protruding the ivc wall and impaled on the inferior endplate of l3 where there was small lytic lesion with sclerotic border formation. Approximately six years later, patient presented with upper quadrant pain. Subsequent, CT performed revealed, some of the struts extending beyond the confines of the cava with one of the struts in fact penetrates the lumbar vertebra and disc. There was further disc penetration by one of the struts of the filter and another strut appears to penetrate the aorta. Eventually a few days later, patient presented for filter retrieval. The patient presented with the migrated ivc filter, filter has tilted and there was caval penetration with some of the struts extending to the intervertebral disc and vertebral body as well as aorta. The patient had an additional symptom, a back pain with persistent abdominal pain. Subsequent, x-ray lumbar spine revealed arms of the ivc filter dislodged and CT revealed complex filter tip embedded and broken struts. Therefore, the investigation is confirmed for filter tilt, filter limb detachment, perforation of the ivc and filter migration. Therefore, the investigation is inconclusive for thrombus above the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 09/2013), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted, struts detached, perforated, leaning against aorta valve and embedded in l3 vertebrae. The device has not been removed and there were no reported attempts made to retrieve the filter. It was further reported that the numerous clots were formed around the filter and half of the clot in aorta and half in heart requiring intensive surgery. The current status of the patient is unknown.